Manufacturer narrative:
Event description: the following additional information received per the patient profile form (ppf) indicates that the filter perforated the inferior vena cava (ivc) was unable to be removed. There have been no documented attempts to remove the filter. According to the medical records, the superior extent of the filter is at the t12-l1 disc space level and the inferior extent is at the l1-l2 disc space. The records, also note that six prongs have perforated the ivc and one of the prongs perforated the duodenum. Originally, the patient¿s pre-operative diagnosis for the index procedure was deep vein thrombosis (dvt) in the right leg. As reported, the patient underwent placement of a trapease permanent inferior vena cava (ivc) filter. Originally, the patient¿s pre-operative diagnosis for the index procedure was deep vein thrombosis (dvt) in the right leg. Thereafter, the filter became embedded in the cava and cannot be removed at this time. The patient suffers from pain, swelling of her legs, and shortness of breath and continues to be treated for her injuries. The following additional information received per the patient profile form (ppf) indicates that the filter perforated the inferior vena cava (ivc) was unable to be removed. There have been no documented attempts to remove the filter. Per the medical records which also contained computerized tomography (CT) pictures, the superior extent of the filter is at the t12-l1 disc space level and the inferior extent is at the l1-l2 disc space. The records, also note that six prongs have perforated the ivc and one of the prongs perforated the duodenum. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) associated with lot r0108307 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Pain, swelling of the legs and shortness of breath do not represent device malfunctions and may be related to underlying patient issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Please note that the exact date of device implantation is unknown. Complaint conclusion: as reported by the legal department, a patient underwent implantation of a trapease permanent vena cava filter on (B)(6) 2008. Thereafter, the filter became imbedded in the cava and cannot be removed at this time. The plaintiff suffers from pain, swelling of her legs, and shortness of breath and continues to treat for her injuries. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the reported retrieval difficulty could not be confirmed. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Pain, swelling of her legs, and shortness of breath was also reported, however, a correlation between the device and the event could not be determined with the limited information provided. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, on (B)(6) 2008, the plaintiff underwent placement of a trapease permanent vena cava filter at (B)(6) regional medical center located in (B)(6). Thereafter, the filter became imbedded in the cava and cannot be removed at this time.  The plaintiff suffers from pain, swelling of her legs, and shortness of breath and continues to treat for her injuries.